Event description:
The rptr did meter to lab comparison tests, within a couple of minutes of each other. Rptr meter reading (capillary test) was 203, and the venous lab test result was 303 mg/dl. Rptr did not have any symptoms. On f/u, the rptr described an accurate technique of applying blood. Rptr infrequently cleans the meter or uses control solution. Rptr checks the confirmation dot on the test strip. No harm was alleged.